Event description:
I went to (B)(6) and they recommended a rf microneedling for my acne. I had 4 holes left in my face from this procedure and contacted them immediately as they denied rf microneedling could cause this to occur, the holes were not there prior to the procedure. These holes are permanent and I have been to several doctors who state it cannot be reversed. Not only did they deny they caused it they didn't even offer to have me come in to evaluate or look at my face after I reported it.